Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. The operator noted, " the plastic stiffener doesn't want to come back out, and the drain material concertinas instead." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. It was reported to that the flexible stiffener within a ultrathane mac-loc locking loop multipurpose drainage catheter had resistance during removal from the catheter. This incident was reported by nhs lothian, in the united kingdom. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number for investigation. A lot search was completed for all lots sold to the customer for the reported rpn during the time frame 23jan2017 thru 23jan2020, but could not determine the affected lot. Due to this, cook could not complete a review of the device history record (DHR) or a database search for complaints reported from the field on the affected lot. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product and the results of the investigation, it was concluded that a component failure without a manufacturing or design defect contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported to that the flexible stiffener within a ultrathane mac-loc locking loop multipurpose drainage catheter had resistance during removal from the catheter. This incident was reported by nhs lothian, in the united kingdom. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number for investigation. A lot search was completed for all lots sold to the customer for the reported rpn during the time frame 23jan2017 thru 23jan2020, but could not determine the affected lot. Due to this, cook could not complete a review of the device history record (DHR) or a database search for complaints reported from the field on the affected lot. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. A CAPA has been initiated to investigate this failure mode/issue. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded that the main cause of the failure cannot be determined. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.